Event description:
On 03/6/2012, the reporter contacted animas alleging that the up arrow and down arrow keypad buttons required multiple button presses in order to elicit a response. The keypad was reportedly intact. The patient reportedly wore the pump on the outside of her clothing and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the ok button had intermittent response and all the other buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.